Event description:
It was reported that(3) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the gaskets were splitting. There was no consequence to the patient.